Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with a low battery alert. Review of the session record file confirmed the battery alert was falsely triggered. It was likely a result of cold temperature exposure. The alert was successfully cleared. The patient condition was healthy with no issue. The patient will continue to be monitored.